Event description:
On (B)(6) 2012, the surgeon placed a biodesign graft to repair a pt with a bowel obstruction and parastomal hernia. The surgeon used a sugarbaker technique, the pt's colon was mobilized laterally and the biodesign graft was used to repair the defect as well as cross the mid-line incision. No drains were placed. The following day, the pt was reported as doing well. At some point post-surgery, the pt developed what was believed to be a seroma. Interventional radiology attempted to drain the seroma on (B)(6) 2012 with the placement of a drain which was incidentally placed directly in the bowel. This led to the creation of a fistula in the bowel. The location of this fistula was located between the biodesign graft and the abdominal wall. On (B)(6) 2012, the pt underwent a laparotomy and bowel resection by the original surgeon. The surgeon described the biodesign as being almost unrecognizable and the presence of a large inflammatory plate. During this operation, the surgeon discovered that what was originally thought to be a seroma actually appeared to be an exudate or a protein rich fluid between the mesh and the abdominal wall. The pt passed away approximately thirty days after this second operation. The surgeon indicated the biodesign graft was not the direct cause of the pt's death.

Manufacturer narrative:
Please see event description for dates. Lot number not provided by the complainant and therefore, product expiration date unk. Method: device was not returned to the MFR. Results: review of the IFU indicates the use of drains is advised. Cook biotech incorporated is in agreement with the surgeon in that we do not believe that the root cause of the pt's death was a direct result of the use of our product. We do recognize that the use of our product, along with the lack of use of drains, potentially led to the seroma which required intervention. However, the incidental bowel puncture by interventional radiology which created a fistula, the resulting need for reoperation, and the pts overall state of health and age are believed to be contributing factors to the pt's death. The root cause of the inflammatory plate noted by the surgeon is inconclusive as the presence of seroma, exudate, bowel contents from the fistula, and the pt's overall state of health can have an effect on the incorporation of the product. The biodesign surgisis hernia graft IFU fp0036-021 precautions note to "...place graft in maximum possible contact with health, well-vascularized tissue to encourage cell ingrowth and tissue remodeling..." And "...care should be exercised when it is placed in critically ill pts or in severely contaminated wounds..." The following potential complications are noted in the IFU "...infection, inflammation, adhesion, fistula formation, seroma formation, hematoma..." As some "possible adverse reactions with the use of any prosthesis..." In addition, the IFU notes that "complications such as delayed wound infection...and the need to reoperation, should be reasonably expected I pts who are critically ill or who have severely contaminated abdomens." Lastly, the IFU indicates to "place closed suction drains for 2-6 weeks. Remove when output is less than 20 ml/24 hours for at least two (2) consecutive days or until drain is dry."